Event description:
Olympus (osh) was informed that a customer high-definition liquid crystal display monitor¿s ¿serial digital interface (sdi) input connection is malfunctioning which has no image output¿ during procedure. The fault occurred after use. The procedure was not delayed more than 15 minutes and was completed using the same equipment. No patient injury or harm was reported to olympus. The product will be returned to olympus for service.

Manufacturer narrative:
The device was returned for evaluation. The customer's reported issue was confirmed as there was no output due to faulty qb board. Additionally, the screen was scratched and there was a lot of dust inside the screen. A review of the repair history shows the concerned product has not been repaired before. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred due to the faulty main board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.